Manufacturer narrative:
The reported events of low pacing lead impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.

Event description:
It was reported that during implant procedure, patient's right ventricular (rv) lead exhibited low pacing impedance and loss of capture.